Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that the tip of the screwdriver is deformed and the edges are rounded. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition of the screwdriver shaft stardrive is concordant with the complaint description and the complaint condition is confirmed. Unfortunately we are not able to determine the exact cause of this occurrence. We can only assume that the damage was caused due to an handling issue. It is likely that the device was not fully inserted into the screw recess. By this the force was not allocated on the whole cruciform during its use which finally lead to the malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: a device history record (DHR) review was conducted: part #: 314.116, synthes lot number: 7867533, manufacturing site: synthes monument , release to warehouse date: 27-may-2015. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is reported as stable.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) surgery for surgical neck fractures of the humerus, the philos system was used. During the surgery, the surgeon inserted a proximal locking screw by using a power tool. Initially, he intended to stop tightening the proximal locking screw just before it was completely tightened, and then to tighten it by hand. However, he tightened the locking screw completely with the power tool. The screwdriver stardrive screwdriver shaft appeared to be disformed and did not engage the locking screw. The surgeon inserted the remaining screws by using a driver without torque. The surgery was successfully completed without any delay. Concomitant device reported: locking screw (part number unknown, lot unknown, quantity unknown). This report involves one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).